Event description:
Medical specialities - burn customer stated that the pt was burned in the places not intended while performing laparoscopic surgery with the electrodes due to metal being exposed on the proximal end of the shaft. It is reported that this was in use on pt when failure occurred and pt injury did occur. Sample is available, sending call tag to sales rep. MFR report # 1421101-2015-00001.